Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI(di): (B)(4).

Event description:
Patient has been implanted with two drg leads of the same lot number. It was reported that both of drg leads had migrated. Leads were removed and replaced. Therapy was restored, post-operatively.